Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive, scroll and get stuck. Customer also indicated that a delay occurs after the buttons are pressed and has received two no delivery and motor error alarms. Customer does not recall any significant events leading to the error, but the keypad delay occurred after a bolus attempt. Customer reported that one of the alarms could be cleared after an infusion set change. Customer's blood glucose was unknown at time of call but customer indicated that he had an episode of diabetic ketoacidosis three months prior to the call. Troubleshooting indicated that a new pump would be provided and customer declined to return the product for analysis.